Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
During an alif surgery, the surgeon was removing a portion of the disc and the screw to the disc rongeur fell out over the instrument table. The surgeon chose another smaller sized disc rongeur to continue the surgery. No additional time was added to the surgery, and there was no impact to patient reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record is not available for review as the device is approximately 9 years old.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(6). This instrument is missing the head and part of the shaft of the top pivot screw. The liberated piece is not included in the return. Despite not having a complete pivot screw, the disc rongeur still appears to function. The surfaces near the etching are discolored. The remainder of the instrument is in good condition. The overall dimensions, materials, and finishing processes are appropriate for an acceptable disc rongeur. (B)(4); the upper pivot screw appears to be sheared off. Based on the complaint description and returned device, the root cause of this complaint can not be determined. Due to the instruments age, 9 plus years, the amount of usage may be extreme.